Event description:
The user facility reported that the device's blade broke during a procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results h3 other text : discarded by user.

Event description:
The user facility reported that the device's blade broke during a procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.